Event description:
Attorney reported: in 2007 - the patient underwent a heriaplasty with placement of a perfix plug. The plug gave rise to infection increased swelling, discomfort and redness in her flank, causing her severe pain and suffering. At about four months later, the patient was seen in the ER with complaints of fever, nausea, vomiting, gastritis and pain. She was examined and discharged home. The patient underwent exploratory surgery, during which a benign mass involving the plug was removed. As a result of the plug's migration the patient suffered injury to her left ilioinguinal nerve.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.